Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number:100870000-2020-8074 results: the jet7 was fractured approximately 109.0 cm from the hub and was slightly stretched on both sides of the fracture. The device was kinked approximately 1.0 and 123.0 cm from the hub. The total length of the jet7 was approximately 133.5 cm. Conclusions: evaluation of the returned jet7 confirmed a distal shaft fracture. Further evaluation revealed signs of stretching on both sides of the fracture. This indicates that the device was likely retracted against resistance prior to fracturing. The root cause of the resistance could not be determined. Further evaluation also revealed a kink near the hub and on the distal shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7), non-penumbra sheath, non-penumbra microcatheter, and non-penumbra stent retriever. During the procedure, the physician made one pass using the jet7, microcatheter, and stent retriever. The jet7 and stent retriever was then removed, and the jet7 was flushed. Next, a second pass was made using the same jet7, microcatheter and a new stent retriever. Subsequently, while removing the jet7, the physician noticed the jet7 to be broken approximately 10 centimeters from the distal end. The physician ended the procedure at this point. There was no report of an adverse effect to the patient.